Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva 20 ga x 1.25in sp with maxzero difficult to disengage needle. The following information was provided by the initial reporter: when attempting to remove the needle, they tend to get stuck and are difficult to extract. Injuries or adverse event: no. (B)(6) 2024. This has happened throughout the month of september; I do not have exact dates.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle was difficult to remove was confirmed and the cause appeared to be supplier related. Representative 20g nexiva units from lot# 4152107 were provided for investigation. Two samples were found with resistance between the needle and safety mechanism. The outside diameter of the needle was within spec. The inside diameter of the safety mechanism component was below specification, which created friction as the needle withdrawn through the safety mechanism. The appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.